Event description:
Line placed on (B) (6) 2009, during dressing change on (B) (6) 2009, the gauze was saturated with non-blood fluid. On (B) (6) 2009, the line was removed because the gauze was still wet. Once the line was removed, it was placed on a paper towel and flushed, the nurse could not see the hole but fluid could be seen.

Manufacturer narrative:
The complaint of an external leak in the 4fr powerpicc solo catheter was unconfirmed, because the problem could not be reproduced. The distal end of the catheter was near the 43cm depth marking, it appeared this end had been cut using a sharp instrument. The catheter tubing was discolored pink between the 12cm and 13cm depth markings and at the distal end of the catheter. Tactile evaluation revealed an area of slight tensile weakness around the 10cm depth marking. No leaks were observed in the catheter when it was flushed during the decontamination process and during the investigation. The catheter did not leak when it was hydraulically pressurized. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A chr of lot #retc0657 showed no other similar product complaints from this lot.